Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Drill was broken. And also during g3 nail surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail. And the drill bit was broken. The surgeon removed the tip of broken drill from the patient bone. The surgeon inserted the screw to distal screw hole. Surgical delay was about 15 mins.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
Drill was broken. And also during g3 nail surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail. And the drill bit was broken. The surgeon removed the tip of broken drill from the patient bone. The surgeon inserted the screw to distal screw hole. Surgical delay was about 15 mins.